Event description:
On 1/1/09, baxter received a copy of a voluntary medwatch from the FDA for the following incident that was reported by the customer in 2008. In 2008, the pt was receiving a total parenteral nutrition (tpn) infusion at a rate of 45 milliliters/hour (ml/hr) on a colleague triple channel infusion pump and overinfused as a result of misprogramming. A new infusion bag was hung and the IV pump's volume setting was changed accordingly. The rate was allegedly unchanged, but 45 minutes later the pt became confused and tachypneic. The pump was found to be operating at 700 ml/hr. The pump was discontinued and sent for inspection. Insulin therapy was started and lab tests were sent for the pt to compensate for the over-infusion. The pt's serum glucose measured upon discovery of overinfusion on the event date was 543. Fingerstick glucometer measurements on the same day were 324 after 3 hours, 276 after 4 hours and 169 after 5 hours. The pt recovered.

Manufacturer narrative:
A facility biomedical engineering inspection of the infusion pump was done in 2008 and showed minor mechancial wear/damage in the pole clamp assembly but is unrelated to the reported complaint. The pole clamp pad was replaced. The pump event history was not downloaded since the pump was inspected prior to knowledge of it being involved in a pt incident. The pump was put back into svc. Because there was no suspicion that the pump malfunctioned, the pump was not obtained and is not available for baxter eval.